Event description:
I had a light adjustable lens replacement at (B)(6). Unfortunately, my eye sight was impacted and while I was told and the marketing indicated I would have perfect vision, I'm essentially visually impaired for distance vision. I just think the marketing needs to be changed so that people aren't led to believe, they will have perfect vision as this is not the case. FDA safety report ID# (B)(4).